Event description:
Customer reported that the insulin pump failed and that the numbers were scrolling on their own after a battery change. Customer's blood glucose reading at the time of the call was 6.9 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The operating current on the device were normal. No unexpected failed battery alarms or numbers ramping noted during testing. The following cosmetic damage was noted: cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.